Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a red, itchy rash under the rear therapy electrodes. The patient was given a prescription cream from his physician, and was issued larger garments. Follow-up indicated that the irritation was healing.